Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 33mm watchman ® laa closure device & delivery system were used. The closure device was deployed; however, thrombus was noted on the face of the device. There were a total of 5.000 units of heparin given during the case. The closure device was fully recaptured and removed from the patient. The patient is currently doing well.

Manufacturer narrative:
Bsc ID: (B)(4).

Event description:
It was further reported via poster abstract the patient took apixaban the night prior to the watchman procedure. Intra-procedural transesophageal echocardiogram (tee) showed no visible thrombus. Prior to crossing the atrial septum, 5,000 units of heparin was given; the inr was at 1.5 and act recorded at 248 seconds. Within 3 minutes of placement of a guide wire in the laa, advancement of the sheath across the atrial septum and partial deployment of the watchman, a thrombus developed to a size of 3.2cm x1.8 cm, which was seen on live tee. The thrombus was developing on the guidewire and superior aspect of the watchman. The decision was made to quickly retrieve the sheath and closure device. The guidewire, sheath, closure device and thrombus were all retrieved then retracted into the inferior vena cava and ultimately removed from the patient. Subsequent tee after device and sheath removal revealed no residual thrombus in the laa or left atrium. The patient did not sustain any apparent neurovascular complications post procedure and through time of discharge from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's activated clotting time was between 200-300. There were no patient complications and the procedure was aborted.